Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump(iabp) had a top display lcd that was damaged. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the display top lcd assembly (0160-00-0127). The fse performed a complete pm with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.